Event description:
It was reported that intermittent occlusion alarms occurred; the cause is unknown. There was no reported impact to customer¿s blood glucose level. The customer was able to successfully resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.